Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams bio arc pre-connected collagen dermal - (B)(4). Ams bio arc sling system - (B)(4). Ams monarc c-sling system - (B)(4). Ams monarc sling system - (B)(4). Ams monarc+ subfascial hammock - (B)(4). Ams sparc sling system - (B)(4). Unknown sling system - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The mesh remains implanted. No further patient complications have been reported in relation to this event.